Event description:
A malfunction was reported by the caller regarding their pump, which occurred during an update. The customer's blood glucose level exceeded 500 mg/dl, displaying as "high," and they addressed this by administering a correction injection using multiple daily injections (mdi). No third-party assistance was needed. Technical support provided information on resetting the pump and assisted in the process, but the pump could not be reset due to the malfunction during the update. As a resolution, technical support sent a replacement pump to the customer, who will use mdi as a backup therapy to ensure insulin delivery continues without interruption. The customer was also instructed to return the malfunctioning pump.